Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health care professional reported, via dt form right side. ¿textured implant/ deflation. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3.

Event description:
Health care professional reported via dt form right side ¿textured implant/ deflation.the device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported via dt form right side ¿textured implant/ deflation. The device has been explanted.